Manufacturer narrative:
Concomitant products: product ID: 8596sc, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(4), ubd: 02-may-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving hydromorphone via an implantable pump. It was reported on 2022-jan-03 the patient reported severe back pain with radiation to hips. The hcp noted a non-aspiratable catheter during pump refill despite multiple attempts. The hcp wants to rule out granuloma; however, they were unable to obtain an MRI (magnetic resonance imaging) l-spine due to non MRI compatible fusion enhancers. It was noted no dye was injected. No action was taken. The outcome was noted as ongoing. The device diagnosis was catheter occlusion. The clinical diagnosis was severe low back pain with radiation to hips. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related.